Event description:
The olympus support specialist reported no image issue when customer used the autoclavable camera head. This issue was found during a therapeutic procedure and no patient harm was reported as a result.

Manufacturer narrative:
The device is expected to be returned for evaluation but has not yet been received. A supplemental report will be submitted upon completion of the evaluation and investigation, or if any additional information is provided by the user facility (follow up is currently being performed). A supplemental report will be submitted upon completion of the evaluation and investigation, or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no image appeared due to a faulty cable. The root cause of why the cable was faulty could not be determined. The investigation also found chipping packing cab and faded rear cover. Olympus will continue to monitor field performance for this device.